Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 480 mg/dl. The customer treated their blood glucose with a manual injection. Customer also reported a broken belt clip holster. It was also found the customer had a no delivery alarm. Customer declined troubleshooting for the alarm. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.